Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation; therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, 5 minutes after connecting the blower mister, there were bubbles visible in the sterile saline bag when the blower/mister was pinch clamped. The saline bag then exploded. There were no pt effects reported. The product was discarded.